Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 41 mg/dl. The customer was treated for the low blood glucose with juice. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they took too much insulin after dinner. The customer was assisted with trouble shooting and found that they simply needed to change the reservoir. There was some bleeding from the site of the sensor. The insulin pump works as designed. No further assistance needed.